Event description:
During routine testing, the MFR observed variation in a ventilator's inspiratory flow. The device was not in pt use.

Manufacturer narrative:
Eval of the device by the MFR's service center found damage to the 10k omega potentiometer for inspiratory flow adjustment. This potentiometer was replaced to address the issue. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.